Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the balloon had to be ruptured and femoral cutdown and arterial repair had to be done to get the balloon out of the anatomy. The current patient status is unknown.

Event description:
It was reported that post an angioplasty procedure, the pta balloon allegedly failed to deflate. It was further reported that the balloon had to be ruptured and femoral cutdown and arterial repair had to be done to get the balloon out of the anatomy. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the investigation is inconclusive for the reported deflation issue, as the device was not returned for evaluation. The definitive root cause for the reported deflation issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.